Manufacturer narrative:
(B)(4).

Event description:
It was reported that oversensing was observed on the atrial lead of an asymptomatic patient. The lead was capped and replaced without complications.